Manufacturer narrative:
Other, other text: h2: a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. The tamper seal was removed on the bottom case and plunger assembly. There were also cracks on both the top and bottom cases. The investigator was unable to access the event history log (ehl) due to a power up problem. The customer reported product problem (failure to power on) was replicated during testing. The pump was unable to complete the power up process because it was damaged. This damage was caused by the customer. A user issue was therefore identified as the root cause of the product problem. The main and interconnect boards were replaced. The pump then underwent preventative maintenance.

Event description:
It was reported that the medfusion pump failed to power on. No patient injury or complications were reported in relation to this event.